Event description:
Bipolar hemostasis probe was needed to control bleeding from the papilla after a sphincterotomy. The probe was being used properly and the wattage was within parameters of 20-35 watts. During the attempted hemostasis of the bleeding area and approximately the 4th or 5th cautery attempt the tip of the probe broke off in the patient. The probe was retrieved without any apparent signs of injury to patient.